Event description:
The reporter states, they obtained back to back results of 501 mg/dl on the customer's meter and 188 mg/dl from the lab. She states, the controls were run and passed, but did not provide these values. She states, the customer did not receive treatment based upon the suspect result and is fine. Return requested and replacement was sent.